Event description:
It was reported that the patient experienced "exudate fluid near the pump pocket". The hcp aspirated the fluid, but it "reaccommodated". The fluid was cultured; negative. The hcp reported that it was not related to the pump. Per the report, "status: recovered".